Event description:
The customer reported failed calibration for vitamin b12 and multiple quality control (qc) failures involving the unicel dxi 800 access immunoassay system. The customer indicated qc passed on the day of the event but failed during the night shift. The customer stated twenty (20) erroneous patient results were released out of the laboratory and questioned by the physician. The patient samples were reanalyzed on an alternate unicel dxi 800 system and recovered normal results. Amended results were issued to the physicians. The customer also stated carcinoembryonic antigen (cea) values were elevated, repeat testing recovered results within the normal range. Further review of the customer-supplied data indicates multiple assays produced erroneous and/or questioned results for (B)(4) patients, which either crossed clinical categories or were outside precision claims. Repeat analysis on the alternate unicel dxi 800 system recovered results that better correlated with the clinical status of the patients. The customer stated the erroneous results were released out of the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) noted a failing system check that was performed earlier in the day; the system check failed wash efficiency and the washed portion. The fse performed three modifications: laser class label, peristaltic pump cassette replacement, and spin grip replacement. The fse replaced all aspirate probes, cleaned both wash valves, optimized and verified aspirate/dispense probe plate alignments, verified mixer motor speed to be within specifications, performed a peristaltic pump flow test which passed, and performed (B)(4) replicates of route 2 exercisor with mixer. The instrument was primed with no errors, pressure sensors were calibrated, and system check and high sensitivity system check were performed; all results were within instrument specifications. Calibrations and quality control (qc) were performed and all results were within the assay and laboratory's specifications. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications.